Manufacturer narrative:
(B)(4). The device history review for the product hemolok ml clips 6/cart 84/box lot# 73c1700727 investigation did not show issues related to the complaint. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the clip broke into two pieces. There was no patient injury.

Event description:
It was reported that the clip broke into two pieces. There was no patient injury.

Manufacturer narrative:
(B)(4). The customer returned one cartridge 544230 hemolok ml clips 6/cart 84/box for investigation. The cartridge was returned with its lid stock. The clip cartridge was visually examined with and without magnification. Visual examination of the returned cartridge revealed that half a clip was remaining in the cartridge. The remaining half clip was broken in half at the hinge. The damage to the clip appears to have been caused by improper loading of the clip or as a result of using damaged appliers. The returned sample appears used as there is biological material present on the cartridge. The appliers were not returned. Reference file (B)(4) for investigation photos. The IFU for this product, l06112, was reviewed as a part of this complaint investigation. The IFU states, "always check the alignment of the applier jaws before use. When closed, jaw tips should be directly aligned and not offset. Alignment of the jaw is critical for safe application of the clip. If this is not done, patient injury may occur. Proper maintenance, care and cleaning are necessary to ensure proper functionality." It also states, "to load the applier, grasp the applier and carefully insert the jaws of the applier into the cartridge slot, making sure the jaws are perpendicular to the base of the cartridge. Gently press the applier over the clip until there is an audible click. Do not force the applier into the cartridge or onto the clip." The reported complaint of "clip broken" was confirmed based upon the sample received. One cartridge was returned with half of a clip remaining in it. The clip was broken in half at the hinge. This damage is consistent with improper loading of the clip or using a damaged applier. The actual clip applier was not returned. A device history record review was performed with no evidence to suggest a manufacturing related error. Therefore, based upon the damage observed and consultation with r & d, operational context caused or contributed to this event.